Event description:
Pt had lasik surgery to both eyes to correct to 20/20. The following morning at post op right eye corrected to 20/20-3 but pt could not see out of left eye. They gave pt a pinhole and they could see 20/40-2. However, pt was shocked because pt could not see hands, fingernails, the technician's face and left eye had ghosting, glare and star bursting even though pt could see thru the pinhole. Pt told the dr that they could not make out hands, they were fuzzy, and how could they have lost so much close up vision. Pt can understand needing reading glasses, but when you cannot see where your fingernails start or stop or see the lines on your hands, it was as if pt's close up vision had been blinded. The dr said it would take some time to stabilize and that pt would probably need an enhancement in a few months and to give it time. The dr also mumbled something about weak eye muscles. Even though pt told both the technician and dr about problems with left eye, nothing was written in chart about these problems, and pt did not know until they requested copies of medical records. Three days later vision started fluctuating and has been fluctuating for over 1 year and about 2 months later extreme eye dryness and burning started and pt has been in pain since then. Pt believes product use error to be that they were not a good candidate for lasik and the dr did not tell them. Pt no longer drives, had to quit job and unable to do housework due to constant pain and buring in eyes and have had loss of vision.